Event description:
A 911 dispatch to home of female found unconscious and not breathing on kitchen floor. Patient in full cardiac arrest. CPR initiated by ems. Electrical pacing started. During transfer of patient from the house to the ambulance, ems crew observed that monitor stopped pacing. The service light came on. Monitor pulled from ambulance to continue pacing the patient. Patient arrived at medical center at 12:23 in full code. Resuscitation efforts attempted but patient pronounced dead.